Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced event of occlusion at infusion site on (B)(6) 2024. The patient changed the supplies and resumed insulin deliveries successfully. No further information was available.